Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high and fluctuating rv and superior vena cava (svc) coil impedances. Noise was noted as isometric exercises caused oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.